Manufacturer narrative:
On (B)(6) 2025, the user reported that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and the sensor was requested for further investigation. However, the sensor was not returned as the user did not proceed with the replacement and is still using the sensor currently. A review of the in-vivo data showed a declining signal across all sensing areas, consistent with oxidation of the glucose-indicating component of the sensor hydrogel. The in-vivo data also indicated a communication issue and missed reads. On (B)(6) 2025, the user upgraded to the newly released firmware version, which implemented changes to improve sensor communication. Following the upgrade, the frequency of missed reads was significantly reduced, resulting in improved sensor accuracy. According to the case notes, on (B)(6) 2025 the user reported that the sensor had been working fine following the firmware update and elected to hold off the sensor replacement. A review of data from the two weeks following the reported event ((B)(6) to (B)(6) 2025) demonstrated good agreement between sg and bg values. B4.date of this report 06 dec 2025. G3.date received by the manufacturer? 06 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.